Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2015 with the following findings: the returned battery cap was able to fully tighten to the pump. The battery cap contacts were within required specifications. There was evidence of moisture contamination observed on the underside of the battery cap. Investigation revealed that the battery compartment was cracked in two areas. There was evidence of moisture contamination observed inside the battery compartment. The pump powered on to a blank display screen. There was no evidence of rebooting observed in the black box. Leak testing showed a leak at the battery compartment crack. The pump case was removed and there was evidence of additional moisture contamination on internal electrical components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue with damage to the battery cap contacts and moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.